Event description:
It was reported following a percutaenous procedure, and angio-seal device was deployed to seal the arteriotomy site. Approximately one week later, the pt presented to the emergency room and was diagnosed with an infection at the arteriotomy site (date unknown). The pt tested positive for mrsa (methicilin surgery where the groin site was debrided and packed. The angio-seal device collagen and suture were removed, however, the anchor was not retrieved. The pt was reported to be doing well.